Manufacturer narrative:
All available information was investigated and the reported difficulty deploying the clip could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip deployment difficulty. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade 4. The first clip was implanted in the mid a2/p2. Then a second clip delivery system (cds 00402u243) was to be prepared for use; however, when the arm positioner was turned in the closed direction with resistance, there was barely any audible sound and the dc shaft became heavily bent. The clip would not close; and therefore, the cds was not used in the patient. The procedure continued with a new cds (00402u272). The new cds was advanced to the mitral valve; however, the clip did not deploy immediately. Troubleshooting was successfully performed to deploy the clip. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.